Event description:
The manufacturer received information alleging an everflo oxygen concentrator was not producing oxygen while in patient use. The patient reportedly became breathless and was hospitalized. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be filed when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer previously reported an everflo oxygen concentrator was allegedly not producing oxygen while in patient use. The patient reportedly became breathless and was hospitalized. The manufacturer received information that the patient was not hospitalized.

Manufacturer narrative:
The manufacturer previously reported an everflo oxygen concentrator was allegedly not producing oxygen while in patient use. The manufacturer used the incorrect code for medical device problem code in section h6. The correct code is 4019, unexpected shut down, updated in section h6.

Manufacturer narrative:
The manufacturer previously reported an everflo oxygen concentrator was allegedly not producing oxygen while in patient use. The patient reportedly became breathless. The device was returned to the manufacturer's quality product investigation laboratory for further investigation. The manufacturer visually inspected the device and found evidence of physical damage, rust/corrosion and contamination of dust and dirt. The manufacturer found the sieve canister regulatory to be removed or separated from the sieve top enclosure. The device was tested and the manufacturer confirmed the device does not provide flow/therapy due to the separation of the pressure/flow regulator from the sieve canister. The main pca was found to be producing a system fault alarm. The manufacturer concludes the customer's complaint was confirmed. The manufacturer found phsyical damage to the device, causing the failure.